Manufacturer narrative:
The investigation of the reported event was completed by our experts. To resolve the issue, siemens service organization deleted all adjustment settings, reset the stand control unit, and performed geometric re-calibration according to the instructions. All system checks, including an additional test to provoke the observed behavior, were performed without any issues. The damaged cover was exchanged as well. The investigation could not identify the root cause of the reported collision. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available. Section h6: 4755 - robotic c-arm.

Event description:
Siemens became aware of an incident that occurred while operating the artis pheno unit. The robotic c-arm collided with the patient table base. We have no indications of adverse effects on the health status of patients, users or third parties. Siemens has requested additional information about this event.